Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed the battery appeared to be depleting prematurely. Device replacement was recommended. This device was also reprogrammed. At this time, this device remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed the battery appeared to be depleting prematurely. Device replacement was recommended. This device was also reprogrammed. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed the battery appeared to be depleting prematurely. Device replacement was recommended. This device was also reprogrammed. At this time, this device remains in service, and there were no adverse patient effects reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The conclusion code of manufacturing deficiency was selected based on analysis evidence of excess cathode material in the battery, leading to premature battery depletion. This was most likely introduced during the manufacturing process.